Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump display text scrolls on its own and the insulin pump keeps resetting itself. The customer has to reenter her settings when the insulin pump resets. Troubleshooting was not able to be diabetes mellitus completed at the time of the report. She did not report her blood glucose level. The product is not being returned. Nothing further to report.